Event description:
It was reported that the 9800 system had arcing from the x-ray tube. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.